Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. While it should be noted that the mr ultimately remained unchanged as a result of the procedure, the patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported physical resistance while positioning the device appears to be related to patient morphology/pathology and due to the heavily calcified chordae. A definitive cause for the reported difficulty to deploy the clip could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the difficult clip deployment, which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was very challenging anatomy, and prior to the procedure, it was determined that there was a 50/50 chance that the procedure would be successful. Prior to the procedure, the patient signed consent for surgery. One clip was implanted at a1/p1, and the mr remained at 4. The second clip delivery system (cds 60919u321) was advanced to the mitral valve, just lateral of a2/p2. Due to the calcified chordae, the clip could not be fully advanced into the left ventricle. The leaflets were grasped and the clip was attempted to be deployed, but would not release from the delivery system. The guide was torqued, and some m-knob was removed, and the clip deployed successfully; however, the mr remained at 4. The procedure was discontinued, and the patient was converted to mitral valve replacement surgery, in the same or room, with a good outcome. No additional information was provided.